Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in hospital for unrelated possible pneumonia. Device was interrogated and loss of ventricular capture was observed. No intervention was performed. Physician elected to continue to monitor the patient. Patient was stable.